Manufacturer narrative:
Bayer case number: (B)(4). Back pain at first [back pain] haemorrhagic periods [heavy periods] bleeding between cycles [bleeding intermenstrual] then came sight disorders [visual disturbance] neck pain [neck pain] noise in my ears [ear noises] shoulder pain [shoulder pain] with back pain occurring at night that prevented me from sleeping without us ever finding the cause [difficulty sleeping] I am constantly tired [chronic fatigue] asthenia [asthenia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-oct-2024. The most recent information was received on 04-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain at first") in a 36-year-old female patient who had essure inserted (lot no. C51340) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6) 2015, 229 days after essure insertion, she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), intermenstrual bleeding ("bleeding between cycles"), visual impairment ("then came sight disorders"), neck pain ("neck pain"), tinnitus ("noise in my ears"), arthralgia ("shoulder pain") and asthenia ("asthenia"). On unknown date she experienced insomnia ("with back pain occurring at night that prevented me from sleeping without us ever finding the cause") and fatigue ("I am constantly tired"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, asthenia, visual impairment, tinnitus, neck pain, intermenstrual bleeding, heavy menstrual bleeding, arthralgia, fatigue or insomnia. The reporter commented: I wanted to believe for a long time that it was my body that, as I got older, was sending me signals to tell me to stop, but today I wonder because I am 45 years old and I have a lot of problems that are still unexplained and, above all, I am constantly tired. I think that all this is not very normal, and I am starting to believe that it could well be related to the insertion of this device. My problems started 8 months after, with back pain occurring at night that prevented me from sleeping without us ever finding the cause. I underwent allergy tests in 2019 which were negative, but the allergist did not guarantee the results because he did not know how the inserts react to being in contact with the mucosa. Today, I wonder if removal of these inserts could make me regain a comfortable life. Period of onset: I would say that the first signs appeared in the year following insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Batch no c51340 production date~2014-05-01 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-nov-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Back pain at first [back pain] haemorrhagic periods [heavy periods] bleeding between cycles [bleeding intermenstrual] then came sight disorders [visual disturbance] neck pain [neck pain] noise in my ears [ear noises] shoulder pain [shoulder pain] with back pain occurring at night that prevented me from sleeping without us ever finding the cause [difficulty sleeping] I am constantly tired [chronic fatigue] asthenia [asthenia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain at first") in a 36 year-old female patient who had essure inserted (lot no. C51340) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 229 days after essure insertion, she experienced back pain (seriousness criterion medically important), asthenia ("asthenia"), visual impairment ("then came sight disorders"), tinnitus ("noise in my ears"), neck pain ("neck pain"), intermenstrual bleeding ("bleeding between cycles"), heavy menstrual bleeding ("haemorrhagic periods") and arthralgia ("shoulder pain"). On unknown date she experienced fatigue ("I am constantly tired") and insomnia ("with back pain occurring at night that prevented me from sleeping without us ever finding the cause"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, asthenia, visual impairment, tinnitus, neck pain, intermenstrual bleeding, heavy menstrual bleeding, arthralgia, fatigue or insomnia. The reporter commented: I wanted to believe for a long time that it was my body that, as I got older, was sending me signals to tell me to stop, but today I wonder because I am 45 years old and I have a lot of problems that are still unexplained and, above all, I am constantly tired. I think that all this is not very normal, and I am starting to believe that it could well be related to the insertion of this device. My problems started 8 months after, with back pain occurring at night that prevented me from sleeping without us ever finding the cause. I underwent allergy tests in 2019 which were negative, but the allergist did not guarantee the results because he did not know how the inserts react to being in contact with the mucosa. Today, I wonder if removal of these inserts could make me regain a comfortable life. Period of onset: I would say that the first signs appeared in the year following insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.